Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via a survey that "the pump is not working properly". The customer also reported experiencing elevated blood glucose (bg) of 300mg/dl while on the pump. Upon follow up, the customer reported having reverted to alternate pump for insulin therapy.